Manufacturer narrative:
(B)(4). Products were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent oblique lumbar interbody fusion surgery with postpericardiotomy syndrome for compression fracture at l3-s1 (l3: both side, l4: left side, l5: right side, screw posterior fusion, l4/5: oblique lumbar interbody fusion). On the night of (B)(6) 2016 post-op, lumbar backache was observed in the patient although the patient had been recovered to walk after surgery. The patient visited the hospital emergency and took MRI. It was found that focus seemed to be osteolysis infection. Revision surgery was performed to remove screw, add decompression and irrigation at l3/4. (Cage was left in the patient at present). The surgeon considered it was strange that the infection was discovered 10 months after surgery and he also commented the cause was unknown.